Event description:
An e-mail received from the reporter stated the "balloon" on the endotracheal tube broke. The tube and the packaging was discarded. It is not known if there was any event where a pt required intervention. No other info was provided.